Event description:
A malfunction alarm indicated as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy while tandem technical support arranged for a replacement pump. The customer was instructed on how to put the faulty pump into storage mode and to return it with a pre-paid label within 10 days.